Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at her scs ipg site. Surgical intervention may be taken to address the issue.

Event description:
Follow up identified a company representative met with the patient and the patient did not report any more pain at the implant site. The issue resolved without any surgical intervention.